Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was able to be passed through a c315 catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the lead was positioned at multiple locations to perform kent-his bundle pacing however the threshold was persistently high. The lead was not used. No patient complications have been reported as a result of this event.